Event description:
It was reported that revision surgery was performed due to pain, which started following implantation and then worsened. Clunking, squeaking and limping also reported.

Manufacturer narrative:
The patient has submitted mdrs referenced (B)(4).